Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that they broke their femur back in march and it hurt a lot. Pt inquired about what other tests they can do below their knee. Pt stated they wanted to do an MRI but they told them they can't have an MRI. Patient services reviewed compatibility guidelines for cat scan, diagnostic x-ray, pet scan and diagnostic ultrasound. Pt reported they were still having problems with not being able to control their bowels. Pt provided event date as this had been worse since they got out of the hospital in march for breaking their femur. Pt reported they had bowel movements like every morning and sometimes they didn't make it. Pt stated they were wearing pads. Pt inquired if they could connect with their implant if that means implant was still working. Patient services reviewed general overview of implant and low battery/eos information. Pt stated "the lady came last year in the fall and checked it" and pt stated they thought they had like 11 months left at that time. Pt stated they think they were going to have battery updated. Pt inquired if battery "quits working" if it can "start back up" when the battery is replaced. Patient services reviewed ins overview and information regarding replacement. Pt clarified they think a [manufacturer] employee checked their implant for a normal battery check but was not sure if they were a manufacturer representative (rep) (confirmed no prior employee/rep awareness of the issue). Patient services reviewed process to contact rep and reviewed general overview of surescan lead. Patient services redirected pt to their managing healthcare provider to further discuss.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.